Event description:
It was reported that the bed-ridden patient had a rate of 130 ppm. The device was programmed from dddr to ddd, but the rate remained at 130 ppm. When programmed to vvi mode, the device responded with single chamber pacing at 70 ppm. When programmed back to ddd, the rate immediately increased to 130 ppm. The device was subsequently replaced.